Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the ins site was aching constantly and was very uncomfortable; the patient was in pain. The patient also reported that the device gives her sharp pain when she drove and she gets electrical shocks down her legs. It was noted that the patient will keep working with their hcp and see how it goes.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome-other. It was reported that there was aching pain 24 hours. This had been happening since (B)(6) 2015. It was causing more pain than the pain in the back and legs. 3 or 4 times the patient felt little electrical shocks and movement would get the shocks. An appointment was scheduled with a doctor on (B)(6). The doctor told the patient to ask to setup for a manufacturing representative (rep) to come. Further follow-up is being conducted to determine the circumstances that led to the aching pain and feeling of electrical shocks, and the steps taken to resolve the issues. If additional information is received, a follow-up report will be sent.